Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-58 lead implanted: 2006 (B)(6); 5568-53 lead implanted: 2006 (B)(6); 5071-53 lead implanted: 2007 (B)(6); 5071-53 lead implanted: 2007 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the distal and proximal conductors of the lead developed a fracture due to flexing while in vivo, the proximal conductor of the lead became extrinsically fractured due to a cut and the right ventricular (rv) lead defibrillation coil became extrinsically fractured due to a cut.

Event description:
It was reported the right ventricular (rv) lead displayed high rv coil impedance. The rv coil was capped and a new pacing system was implanted on the right side. It was later reported, the rv lead exhibited a fracture on the conductors and coil of the lead. The lead also displayed high and rising impedance on the superior vena cava (svc) coil and low voltage portion of the lead. The device therapies were turned off and the rv lead was later explanted and replaced. No patient complications have been reported as a result of this event.